Event description:
The customer obtained a non-reproducible higher than expected vitros total b-hcg ii result from a single patient sample processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was reported out of the laboratory. A corrected report was issued for the affected patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros total b-hcg ii result was obtained from a single patient sample processed on the vitros eci immunodiagnostic system. It is unknown if the sample in question was processed in accordance with the tube manufacturer's recommendations as this information was requested but not provided by the customer. A definitive root cause could not be determined. However, pre analytical sample processing cannot be ruled out as a contributing factor. The root cause of this event is unknown.